Event description:
Patient presented to the physician with ongoing shocking sensations and pain at the ipg site radiating to the right shoulder. Physician brought the patient into the or, and upon explanting the ipg, clear fluid was found in the ipg pocket, raising suspicion for a seroma but no concern for infection. Physician implanted a new ipg, sutured, and closed.